Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline fault alarms. The patient changed out their controller. The log files confirm a driveline power a fault and an intermittent com a fault. It was later communicated that the patient exchanged their controller due to the low power alarm. The event log displayed low_power_advisory(s) including power_cable_disconnect / low_power_hazard(s) on (B)(6) 2022 due to depleted batteries in-use / possible patient error. The event log displayed driveline_disconnect alarms on (B)(6) 2022 where the driveline was disconnected from the controller. The driveline was reconnected to controller on (B)(6) 2022.

Event description:
It was reported that the patient had a driveline fault alarm on (B)(6) 2022. The patient exchanged the system controller. Log file analysis confirmed a driveline power fault and intermittent communication fault. It was recommended to exchange the modular cable. It was reported that exchanging the system controller and modular cable resolved the issue. Related manufacturer report number: 2916596-2023-00413.

Manufacturer narrative:
Section b5: the previous report included information regarding a (B)(6) 2022 controller exchange due to low voltage alarms. This exchange was due to user error and not related to the reported event. Section d: device information updated. Manufacturer's investigation conclusion: the reported event of driveline power fault and driveline communication fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned modular cable. The submitted system controller event log file and downloaded system controller event log file contained approximately 2 days of data (21dec2022 ¿ 23dec2022 per the timestamps). The log files captured driveline power fault and driveline communication fault alarms on (B)(6) 2022 from 14:44:54 to 14:56:26 due to pwr_a_broken and com_a_fault faults respectively. The alarms resolved once the driveline was disconnected on (B)(6) 2022 at 14:56:26. The driveline was disconnected to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned modular cable functioned as intended during analysis. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to the returned system controller and a test pump and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer jacket, and underlying layers were removed to inspect the wires. The underlying layers were observed to be in unremarkable physical condition. Inspection of the wires revealed that they were in unremarkable physical condition. Evaluation of the wires did not reveal any breakdown of the wires¿ insulation. Additional information provided communicated that exchanging the system controller and modular cable resolved the issue. The root cause of the reported event could not be conclusively determined through this analysis. The lot number of the heartmate 3 modular cable was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault, driveline communication fault, and no external power alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.